Event description:
During outpatient surgical procedure for cataract extraction with intraocular lens implant, small metal fragments were noted in the eye. A phacotip and handpiece were being used. The metal fragments were removed without any apparent injury to the pt. A recall notice had been issued regarding phaco tips with certain serial numbers, however, it was not known if this was an affected tip as the tips themselves have no serial number - just the packaging - which had been discarded.